Manufacturer narrative:
The device is not available for investigation. However, a photograph was provided by the customer and evaluation of the photo is pending.

Event description:
The complaint/event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. The customer reported leakage under the "the white screw" in the middle of tube. The reporter also stated that this issue/failure could potentially interrupt an infusion and result in patient discomfort and extension of hospital stay. There was no human harm or adverse event reported with respect to this specific complaint/event.

Manufacturer narrative:
A picture was returned showing a primary plum set and its packaging inside a plastic bag. The complaint of leakage under the white screw in the middle of the tube cannot be confirmed based on the image returned by the customer. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.